Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery using a proglide device after a transcatheter aortic valve repair (tavr) procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with seven proglide devices. Two proglide devices were then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.